Event description:
It was reported that the right atrial lead threshold was 2.5v at 0.4 ms. It was also reported that the right ventricular (rv) lead electrograms showed noise that was also observed with the patient's arm movement. The rv lead had a complete loss of capture and a possible fracture was suspected. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead measuring 45.5 cm was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694465 implantable tachy lead, (B)(6) 2002; d244trk implantable cardioverter defibrillator, (B)(6) 2013; 4193 implantable pacing lead, (B)(6) 2010. (B)(4).